Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported no problems were found during the evaluation of the iabp. The fse found cracked o-ring on console/cart connector. He replaced the o-ring and calibrate helium high pressure and low pressure transducers. Perform helium leak test and no leak noted. The fse perform all functional and electrical safety tests. Unit passes all tests, return to customer and cleared for clinical use.

Event description:
The customer reported that during a patient transport cardiosave had helium leak. However, there was no patient injury or harm reported.